Event description:
I was diagnosed with breast cancer after having implants for less than 2 years. I have no risk factors, no gene mutations, I nursed my children for 2 years each. I had no health problems until the implants. Just thought it was important to let someone know as so many women I know have experienced the exact same thing.